Event description:
It was reported that during the case, the foot switch stopped working. "The foot switch signal was registering on the receiver but no rf activation." No injury to pt reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for evaluation. The reported foot switch was used with pulsar I generator, sn number (B)(4). Once unit is received and the evaluation is completed, a follow-up report will be submitted.